Event description:
The patient reported that the device had migrated from where it was implanted, the top having moved over toward the patient's armpit about one inch. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead implanted: (B)(6) 2008; 5076-52 lead implanted: (B)(6) 2008. (B)(4).